Manufacturer narrative:
Multiple follow up attempts were made in an attempt to complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 349 (mg/dl). Customer administered a bolus with the pump to treat bg level. System check was performed with tandem technical support on all pump components except for the infusion set, and indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they would contact tandem technical support when they were available to perform troubleshooting on the infusion set.